Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to loose motor support disk.

Event description:
The customer reported via phone call that they experienced prime fill anomaly. The customer's blood glucose value was 135 mg/dl. The customer stated that insulin squirted out during manual prime and the pump will not go to the next step. The customer stated that when spouse released the act button when priming, insulin stopped coming out. The product was returned for analysis.